Manufacturer narrative:
(B)(4) - the lariat device was returned for investigation. The device was visually and functionally tested. The device did not exhibit any anomaly that was deemed as related to the reported event.

Event description:
On (B)(6) 2022 a patient underwent a lariat procedure. Patient sustained a perforation at the base of the left atrial appendage causing a pericardial effusion that required conversion to sternotomy to repair. This is a procedural complication and there was no confirmed device malfunction related to this complication.